Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 7077957.

Event description:
It was reported that the procedure was aborted midway due to patient having a cardiac related issue. The patient was reportedly doing well and the leads were disposed by the facility.